Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. D314trg ICD implanted: (B)(6) 2011; 6957j lead implanted: (B)(6) 1988; 401158 lead implanted: (B)(6) 1988. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that part of a lead was returned to the manufacturer after being removed and replaced for unknown reasons. The lead subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.